Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: 'bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Additionally, ten (10) retention samples were subjected to functional testing and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes open too easily. Verbatim: bottle cap open too easily when customer reinsert tube bottle cap_it opened easily even after trying to twist and press down to close.